Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported the syringe was defective. To aid in the investigation, one sample in an opened packaging blister and one photo were received for evaluation by our quality team. A visual inspection was performed on the returned sample and the plunger rod is damaged. No other defects or imperfections were observed. The photo provided shows the sample received. This defect is likely to occur if there is a jam during the assembly process resulting in the damage to the plunger rod. A device history record review was completed for provided material number 309653, lot number 1005536. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the assembly line was completed observing flowing of parts. Adjustments and alignment of the transportation mechanism was good and no potential risks for jams were observed. To date, there have been no other similar events reported for this lot. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 50ml ll tip 1ml 2 oz in 1/4 oz had a broken plunger. The following information was provided by the initial reporter: "defected syringe."